Manufacturer narrative:
(B)(4).

Event description:
A valiant thoracic stent graft system was selected for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during preparation of the delivery system, it was not possible flush the delivery system via the barb side port fitting. There was no damage to packaging noticed and no leakage around the handle. The decision was made to not use the device and another valiant device was used to successfully complete the case. The device was discarded by the user facility. No clinical sequelae were reported and the patient is fine.